Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "((B)(6)2017) pfs and medical records received. After review of pfs and records, plaintiff alleges pain in hip and groin, stiffness, elevated metal ions, difficulty sitting or walking for long durations, difficulty with child care, strained intimate relationship with spouse, multiple dislocations following initial revision surgery. Indication for revision surgery, instability with two episodes of right hip dislocation following initial revision surgery of metal-on-metal hip to ceramic-on-polyethylene. Revising surgeon noted during an examination of patient under anesthesia that patient's hip subluxed when hip flexed to 90 degrees with 30 degrees internal rotation. Head and liner reported for instability, subluxation, and dislocation. The complaint was updated on: (B)(6) 2017. Update 10 aug 2018: (B)(4) has been re-opened due to receipt of ppf, implant records and sticker sheets. There were no new allegation. Added account name and law firm. Corrected patient's initials. Doi: (B)(6) 2015, dor: (B)(6) 2015. Right hip. See (B)(4) right hip 1st revision". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See the following attachments: 1) "(B)(4) - received (B)(6) 2024", 2) "(B)(4) -photos taken by (B)(6)2025", 3) "(B)(4) ¿ photos and x-rays extracted from the disc #1 ¿(B)(6) hospital radiology¿ by (B)(6) 2025", 4) "(B)(4) ¿ photos and x-rays extracted from the disc #2 ¿(B)(6)¿ by (B)(6)-2025", and 5) "(B)(4) - photos and x-rays extracted from the disc #3 ¿(B)(6)¿ by (B)(6) 2025". There is no indication that a design or manufacturing issue has caused the reported complaint condition. The x-ray investigation revealed nothing indicative of a device nonconformance. No sign of a dislocation was identified on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed as the observed condition of the dlt ts cer hd 12/14 36mm +5.0 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. Device history review: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: a3a, a4, d6a, d6b, g4, h6 (health effect - impact code & clinical code).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (2/22/2017) pfs and medical records received. After review of pfs and records, plaintiff alleges pain in hip and groin, stiffness, elevated metal ions, difficulty sitting or walking for long durations, difficulty with child care, strained intimate relationship with spouse, multiple dislocations following initial revision surgery. Indication for revision surgery, instability with two episodes of right hip dislocation following initial revision surgery of metal-on-metal hip to ceramic-on-polyethylene. Revising surgeon noted during an examination of patient under anesthesia that patient's hip subluxed when hip flexed to 90 degrees with 30 degrees internal rotation. Head and liner reported for instability, subluxation, and dislocation. The complaint was updated on: 03/16/2017.